Event description:
During a laparoscopic cholecystectomy, the applier broke. The jaw would not close and it would not apply a clip properly. This occurred after clipping vessels. There was no pt injury and the case continued as normal.